Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot coil for the solenoid was defective. Additional malfunctions include the nylon tie for the sieve beds was leaking, and the pe valve for the sieve beds was not shifting.